Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Requested and received the following information on (B)(4) 2010.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, a leak was found after the first firing. When the anastomosis site was checked, it was found that the deployed staples were unformed. The washer was cut and the device could be removed without any problems. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient.